Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device was returned for investigation. During packaging inspection the catheter was found to be in good condition, without any bends, twists or breaks. The device was then removed from the packaging and again no damage could be observed. The dimensions were taken for the ID and od of the vein and arterial extension and all were found to be acceptable. The DHR for the lots making up this device were examined and no issues were identified. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reports that the catheters are flimsy and kink easily, which frequently leads to clotting and requires repeated restarts of the hemodialysis machines. Additionally, customers report the catheters are breaking, arrive kinked directly out of the packaging, and may cause the machines to run at high pressures. The catheters were removed and replaced. No additional details were provided.